Manufacturer narrative:
The customer reported that the cns (central monitoring system) is not showing anything on the monitor. The device powers on, but the monitor does not. Biomedical engineer checked the cable connections, the power, the power bricks/supplies, the connections at the cns tower and changed out the monitor with nothing showing on the screen. The biomedical engineer was going to set up his spare cns and will send in his cns to nihon kohden that is currently not functioning. The biomedical engineer reported that there were patients being monitored when the cns went down but the nurse transferred them to another working cns. The patients did not experience any harm. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) is not showing anything on the monitor. The device powers on, but the monitor does not. Biomedical engineer checked the cable connections, the power, the power bricks/supplies, the connections at the cns tower and changed out the monitor with nothing showing on the screen. The biomedical engineer was going to set up his spare cns and will send in his cns to nihon kohden that is currently not functioning. The biomedical engineer reported that there were patients being monitored when the cns went down but the nurse transferred them to another working cns. The patients did not experience any harm.

Manufacturer narrative:
Manufacturer narrative the device was not returned to us for evaluation and no additional information is available. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.